Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.

Event description:
Patient reported "very sick, chronic fatigue, joint pain, gi issues nausea and vomiting, hair loss, cognitive issues, brain fog, word finding difficulty, vertigo, anxiety, crying spells, insomnia, sleep disturbance, skin rashes, swollen lymph nodes, headaches, chest pain, breathing issues, hormone imbalance, reoccurring fever, throat swelling, difficulty swallowing and vision issues cataract". This record is for the right side. Device remains implanted.